Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family/friend of a patient implanted with a neurostimulator for spinal pain and non-malignant pain and reflex sympathetic dystrophy/causalgia-complex regional pain syndrome. It was reported that between 2014-2015 the patient¿s stimulation was uncomfortable and caused the patient pain when it was on, so the patient stopped using the stimulator and hasn¿t charged it in a year. It was reported that the ins was now dead, but the patient was feeling discomfort/pain at the ins site and the site is hot to the touch; an overdischarged was suspected. It was reported that this event occurred on (B)(6) 2017. The patient was advised to follow-up with their healthcare provider. (B)(4): additional information was received from a family/friend of the patient stating they were concerned that the patient was going to commit suicide and would cut the device out of themselves. The patient reportedly was having anxiety attacks. The device was burning her and the skin around it was red. The burning sensation started the day the battery was dead. The patient thinks the battery was floating in their back and the wires to the spinal cord were being broken open. The patient was in a lot of pain. The patient would like to have the device explanted and is concerned the battery may leak into them and can paralyze them. The patient has been to 2 different ER's already and is scheduled to see their physician on (B)(6) 2017. The family/friend of the patient stated they are afraid the patient would do something drastic, or may become paralyzed or end up dead. The patient's physician informed the patient that they would not remove the device unless it's infected. The patient is dissatisfied with their physician not wanting to explant the device and stated the physician is not concerned the "battery is exploding".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.